Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the returned device had a deformed clamping mechanism. Visual inspection noted the staple pushers were flush with the cartridge, and the knife -bar assembly was buckled. The reload was loaded into a representative. The interlocks were overridden and the reload was cycled without hesitation or binding. Functionally, the interlock was tested and was found to function properly. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a distal gastrectomy, during the first firing, the handle seemed heavy, yet firing was performed. During the second firing, the device was fired but the staples were not formed. Another reload was used but firing could not be performed. There was no patient injury.